Manufacturer narrative:
Controls were run before the event and recovered within range. The instrument is currently within qc specifications. A field service engineer (fse) went on-site, performed troubleshooting and replaced some hardware. Fse then verified the instrument's performance. Beckman coulter inc. Suggests using all flagging options to optimize the sensitivity of the instrument results.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous high basophil differential results for 2 patient specimens generated by the coulter lh 750 hematology analyzer without instrument generated flags. Upon repeat, the sample recovered lower results which the customer considers correct. The results provided by the customer are shown. There was no death, injury or change to patient treatment with regard to this event.